Event description:
The umbilical catheter which was inserted, leaking around the umbilicus in 2 patients. Suspected catheter defect. Catheter removed and new one inserted in both patients. Catheter kept for inspection. Date of use: (B)(6) 2015. Reason for use: premature infant.